Manufacturer narrative:
Pump passed self test however, constant pump error 43 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 43 alarms. Pump¿s history and trace files downloaded successfully using thump software. Pump error 43 confirmed in the pump history/trace files on 07/14/2024 at 14:51:11.000, 14:56:00.000, 15:00:06.000, and at 22:27:29.000. Pump was cut open to perform visual inspection and found severe corrosion damage on the motor home switch. The sc1 cap locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, and stained keypad overlay. Alleged pump error 43 alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43(an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer reported receiving a pump error. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.